Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, the following was obtained: after investigation, the patient underwent cesarean section on (B)(6) 2025. The operator used the suture (B)(6) for tissue suturing (the specific suturing tissue level and suturing method were unknown) during the surgery. The problem of pulling off suture needle occurred several times during the suture (the specific times and detailed information cannot be provided by the hospital). The operator then immediately replaced a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * how many devices demonstrated the alleged deficiency during this procedure? * were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, during the surgical suture process, the doctor experienced multiple the problem of pulling off suture needle, which prolonged the surgical process and increased the risk. No adverse patient consequences were reported. Additional information was requested.